Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented with noise on the right ventricular (rv) channel that was causing pacing inhibition.